Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for investigation results. (B)(4).

Event description:
Revision surgery was performed due to fracture implant.